Event description:
Information was received that suggested that a patient received an overinfusion of a narcotic while the device was in use at the user facility. Reportedly, the patient received narcan and recovered with no incident related medical sequela. At the time of this report, the user facility had not supplied the details of the event nor has the device been made available for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.